Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 6947 implantable defibrillation lead, (B)(6) 2001. A 5076 implantable pacing lead. (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead was intermittently double counting atrial events. The remote transmission also showed that there was loss of capture and increased threshold. The patient has complaint of feeling fatigued. They may consider revising the lead in the future. The lead remains in use. No further patient complications have been reported as a result of this event.